Event description:
It was reported that the bulb on the unit went out after only 49 hours of use. It was further reported that the issue was with the bulb as a company rep checked it with another unit.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.